Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, on (B)(6) 2016, during a knee tep procedure, the knots broke. There was tissue damage reported as a result of this product problem. The patient had a re-operation on (B)(6) 2016.